Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 185 mg/dl at the time of the incident. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed.